Event description:
Information received from the field notes that when the patient presented for a follow-up, the device was found to be at end of life with no output. The patient was not pacemaker dependent.